Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found it was fully clip deployed. At clip deployment, the vessel locators are designed to automatically collapse and not interfere with clip delivery. The vessel locator wings were found severely bent and protruding out of the distal end of the tubeset. Based on the investigation findings, the most probable cause for the bent vessel locator wings is compaction of subcutaneous tissue between the distal end of the tubeset and the locator wings during thumb advancer deployment. This may create distal forces resulting in bending of the locator wings. The exchange sheath was completely slit, but had also been stretched beyond the distal end of the tubeset during thumb advancement interfering with the clip during deployment. The bulbous shape of the distal tip of the sheath and the clip tine tears indicate it was stretched beyond the distal end of the exchange sheath during thumb advancement. However, the exchange sheath had recoiled within specifications when received. The distal tip of the sheath was torn by the garage leaves during thumb advancement. Based on the findings the reported experience is confirmed. A possible cause for the exchange sheath stretching is a tight tissue tract. Instead of the tubeset sliding easily within the sheath, tissue compression forces may cause the sheath to drag along with the tubeset as it is distally advanced. Subsequently, the sheath elongates which can cause interference with clip deployment. Based on the reported information, the investigation and the inspection criteria, the reported experienced during the procedure and subsequent damage to the device appears to be related to the operational context of the product. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency. To assure that all products perform according to specifications they are subject inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, after the clip was deployed, the clip was found at the distal end of the sheath and the sheath was stretched. Manual compression was used to achieve hemostasis. Though requested, no additional information was provided.